Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient never complaint about loss of hearing but the parents felt there was a deterioration in hearing within the last month. No accident or trauma was reported. No injury or degradation of health was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible re-implantation is available.

Event description:
The recipient has not complained about loss of hearing but the parents felt there was deterioration in hearing within the last month. No accident or trauma was reported. No injury or degradation of health was reported. No information on further actions has been made available.